Manufacturer narrative:
The complaint investigation for false negative architect sars-cov-2 igg and architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature, and device history records. Return testing was not possible as returns were not available. Clinical specificity and sensitivity testing were done using an in-house retained kit of lots 23482fn00 and 25043fn00 stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lots are performing acceptably. Device history record review on lot 23482fn00 and 25043fn00 did not identify any non-conformances, or deviations related to the complaint. Labeling was reviewed and found to adequately address the issue under review. In this case, specific patient history and the pcr test dates were not provided for the patient. In addition, it is not possible to directly compare the architect and rapid test assays as they use different test methodologies i.e. Chemiluminescent microparticle immunoassay (cmia) technology versus lateral flow immunochromatographic methodology. The abbott panbio igg/igm rapid test detects antibodies directed against the nucleocapsid protein of the covid-19 virus. The architect sars-cov-2 igg also detects antibodies directed against nucleocapsid while the architect igm assay is based on spike protein. However, results for the abbott rapid test aligned with the architect results. It is noted that both the igg and igm results (1.34 and 0.6 index), although negative are elevated, indicating a possible seroreversion. Also, per product labeling at this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers, seow et al; https://doi.org/10.1101/2020.07.09.20148429; ou et al; https://doi.org/10.1101/2020.05.22.20102525. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, https://doi.org/10.1038/s41591-020-0965-6, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. Per the clinical performance section of the igm package insert, a study was performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator. The specimen cohort assessed in these studies consisted of twenty-eight (28) specimens from 8 immunocompromised patients. When the results from these specimens were excluded from the assessment, the positive percent agreement (ppa) at 15 to 30 days post-symptom onset is 96.67% (95% ci: 90.65, 98.86) and at 15 to 30 days post-positive pcr result is 100.00% (95% ci: 93.47, 100.00). However, when the immunocompromised specimens were included in the assessment, the observed ppa at 15 - 30 days post-symptom onset was 91.26% (95% ci: 84.22, 95.33) and 15 - 30 days post-positive pcr result was 93.94% (95% ci: 85.43, 97.62). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Review of the manuscript, bryan et al. 2020, ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Per product labeling results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igm, lot 25043fn00 and architect sars-cov-2 igg, lot 23482fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm, lot 25043fn00 and architect sars-cov-2 igg, lot 23482fn00 were identified.a1 - patient identifier: initial: ni / updated: 4764232495. D9 - device available for eval: initial: yes / updated: no. Updated concomitant to add: arc cov2 igg 100t ous, 06r86-22, 23482fn00. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative architect sars-cov-2 igg and architect sars-cov-2 igm results for a patient. (B)(6). There was no impact to patient management reported.